Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump alarms no delivery every time she puts in a new infusion set. This has only happened with her most recent shipment of supplies. She has gone through one box of infusion sets in less than two weeks. Customer's blood glucose is 490 mg/dl. He treated with manual injection. During troubleshooting, the device alarmed no delivery during a fixed prime and insulin did not exit the tubing. Insulin did exit when manually pushed with the plunger. The insulin pump was rewound and insulin exited during the manual prime without a no delivery alarm. Customer was advised that the alarm was caused by an infusion set or reservoir occlusion. Nothing further reported.